Event description:
The surgeon was using fixation pins while placing the cervical plate. When the surgeon removed the pin from the left side of the plate, the pin was found to be broken in two pieces. Both pieces of the pin were retrieved and all parts appeared to be accounted for.